Event description:
Additional information was received from the rep. It was reported that the patient's therapy had been off for several months, but she still recharged the ins. Additional information was received from the rep. The exact implant date was provided. The cause of the burning sensation had not been determined. It was noted that the doctor was aware of the case and would be informed whether or not the burning sensation stops after the full discharge, and he would decide what was best for the patient (pocket revision, ins exchange, or ins explant). The rep shared the answer they got from the manufacturer's technical services with the doctor, and the rep was to see the doctor on (B)(6)2021 to discuss what he was planning to do with the patient. Based on the additional information received, it was identified that this event was a duplicate of the event reported in MFR report #2182207-2021-00720. All further information received related to this event will be reported under MFR report #2182207-2021-00718.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the cause was not determined. The doctor insisted that it was an ins malfunction, so it was instructed to patient to let the ins battery discharge completely to discard any possible relation with the ins's function. We are in contact with patient to monitor her condition. The doctor would like to replace the ins.

Manufacturer narrative:
The manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3 004209178. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative [rep], healthcare provider, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) since 2017 for unknown indications for use. It was reported that the patient complained of a burning sensation in the ins pocket since implantation that occurred all the time, during recharging and not, and with stimulation on or off. She had been living with this burning sensation for a while, but now couldn't bear it. The stimulation had been off for a couple of months, but even so she felt the burning all the time. The rep told the patient to let the battery go to zero to see if even with zero battery she still felt the burning. The rep couldn't make telemetry to see the system impedances, as the patient was not comfortable to try anything. The physician said that it was an ins malfunction, but the rep believed it could be some kind of rejection from the patient's body or a sensitivity response such as an allergy. The rep asked the manufa cturer's technical services how they could instruct the physician in this scenario. The rep asked if it could be an iatrogenic error during the pocket creation, a patient rejection, or if the solution was to remove the ins and replace it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that after full discharge of the ins, the burning sensation disappeared. It was noted that the doctor did not perform any pocket revision. The pocket is intact. The ins will still be replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer representative reporting that the event has nothing to do with the pocket creation or anatomical relation. The ins will be replaced but unknown when.